Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection of the device identified that there was fluid inside the housing of the device and that the devices film-wrap was missing. During filling, without the film-wrap, the fluid goes directly into the housing instead of filling the reservoir. The cause of the missing film-wrap could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor ruptured during filling with sodium chloride solution. There was no patient involvement. No additional information is available.